Event description:
It was reported that this right atrial (ra) lead exhibited loss of capture and more than 2000 ohms of impedance due to lead breakage or fracture on which was confirmed via fluoroscopy and x ray. This ra lead was surgically abandoned and replaced. No additional adverse patient effects were reported.